Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to water invasion of the device by leakage from the device or corrosion at electrical contacts of connector while the user was handling the device. The event can be detected/prevented by handling device in accordance with the following instructions for use: "·inspection of the endoscopic image ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." "·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·troubleshooting guide : as repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a bronchoscopy procedure, the image on the evis exera ii bronchovideoscope could not be captured. The intended procedure was completed successfully with a similar device. No additional procedure time was added. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated, and the reported issue of the image not being captured was a sporadic failure. The failure could not be confirmed, but its occurrence was likely. Additional issues were identified during the device evaluation: the identification chip had no data transmission; the light guide tube was tapped and was still leaking; the forceps passage had a restriction; the image was blurry; switches 1 and 4 were not working; the bending section failed electrical testing; the control body label was faded out; the electrical connector had corrosion; and the angulation was low. The following parts were non-olympus: distal sheath, distal sheath glue, light guide bundle, insertion tube (found dented), and light guide tube (found with a big cut and leaking). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.